Event description:
A patient was implanted with a plate in (B)(6) 2011. Follow-up x-ray taken on an unknown date showed the plate was broken. The patient was returned to the operating room on (B)(6) 2011 for removal of broken hardware and revision to a titanium mtp fusion plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.